Manufacturer narrative:
(B)(4). The testing and investigation results confirmed an under-delivery. The rotor and front pump house were damaged. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Event description:
The device evaluation identified a reportable malfunction, under-delivery, unrelated to the original complaint, which was not a reportable event.